Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on or about (B)(6) 2018 with coolsculpting to the submental area and developed pain in the treated area. The patient discussed their concerns with their treatment office on or about (B)(6) 2019. A few months later, the patient developed a lump in the treated area and has been diagnosed with paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.